Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack near the battery compartment and that there was no evidence of moisture, corrosion or loss of power to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2014 with the following findings: a crack along the battery compartment threads was observed. Moisture was observed in the battery compartment. A the leak test was performed and a battery compartment leak was observed. The pump case was opened and no further evidence of moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.